Manufacturer narrative:
Device history records were not available for review.

Event description:
Related manufacturer reference number: 2017865-2023-94290 during a clinic follow-up, r wave amplitude variation was observed on the right ventricular (rv) lead. During the revision procedure, the rv lead had difficulty being removed from the device header, but it is unknown if this was due to the device or the rv lead. The rv lead and was capped and replaced and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.